Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion 9.3 to 10.1 cm from the distal tip, breaching the re cable lumen and inner coil lumen exposing the re cables, consistent with friction to another device or feature of the heart. The etfe and ptfe coil liners were found undamaged. An external abrasion breaching the cable lumen exposing the re cables were noted 18.7 to 18.9 cm from the distal tip, consistent with friction to another device or feature of the heart. No damaged was found on the etfe liner. An external abrasion breaching the re cable lumen exposing the re cables caused by another device or feature of the heart was noted at 42.3 cm to 42.5 cm from the distal tip. The etfe coating was found undamaged. An external abrasion breaching the rv and svc cable lumens exposing the rv and svc cables was noted at 43.5 cm to 44.5 cm from the distal tip. The etfe coating was found undamaged on all of the cables.

Event description:
This report is to advise of an event observed during analysis.